Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant was stuck in passive recharge mode and unable to connect. After resetting the implant it was functioning as expected. No revision was going to be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their system had been working fine until the morning of the day before the call. The patient tried to recharge and got a no device found screen 16 message. The patient noted they stopped feeling stimulation yesterday morning and their back pain came back. The patient tried taking out the battery pack three times and it didn¿t resolve and she couldn¿t connect when using aa batteries because the implant was depleted. Troubleshooting had the patient try to start a charging session and the patient was unable to establish recharging. The patient was then walked through using passive recharge mode and went through two 10 minute cycles. The patient was going to try again and if it didn¿t work by the third cycle she was going to call back. The indications for use were non-malignant pain and degenerative disc disease. Additional information was received from the patient. It was reported that whenever the patient tried applying the recharger on the ins, it said 'no device found'. The patient said this happened 2 days ago. The patient mentioned they were not able to start a normal charge session and continued to get the passive recharge mode when attempting to recharge. The patient said they were unable to connect with ins and will get "no device found" when trying to recharge and cannot get into passive recharge mode. The patient said they called the healthcare professionals (hcp) provided in the previous call, but the hcps were unwilling to work with the patient as they did not implant the device. Patient services (ps) reviewed the ins should be assessed in person by a hcp and offered to reach out to the local manufacturer representatives (rep) to inquire if there may be an hcp willing to work with the patient; an email was sent to the field and the rep said they would follow-up with the local hcps. No further complications were reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had already done several passive mode recharge cycles on her own and they have been doing this in the clinic as well. The rep reported that they estimated they¿ve been in passive mode recharge for 20-30 today. The patient estimated that she had done the passive recharge mode about 8 times prior to the day of the report. The rep was unable to connect with the tablet and they were in passive mode charging when the call began. The rep exited out and got into tech mode on the controller. The rep was walked through doing the disable device sequence and after this they were still going into the passive mode recharge screen on the controller. The rep was using his controller for troubleshooting. The rep went back to the patient¿s controller and then got into the normal charging screen which showed the neurostimulator (ins) was 90% charged. The rep turned stimulation on and the patient was getting comfortable stimulation. No further complications were reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they didn¿t know the cause of the no device found screen, loss of stimulation, getting stuck in the passive recharge more and the inability to charge/connect to the device. No further complications were reported. Additional information was received from the healthcare provider. It was reported that there was a recharge issue. The hcp reported that there was an issue recharging and patient had met with the rep 3 times. Patient started with a new hcp in february and has not been seen by a manufacturer's representative. It was reported the patient was redirected to an hcp for a revision. Hcp will decide what needs to be done. No further complications were reported/anticipated.